Event description:
It was reported that two days post filter implant, the pt had a CT performed (for other medical reasons); the CT showed five struts of the ivc filter were protruding from the vena cava. The exact length of the struts seen protruding from the vena cava was unk; there was no dye extravasation seen. The filter remains in place and there are no plans to attempt retrieval. The pt was reported to be asymptomatic. There was no injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There have been no other complaints reported for this lot number to date. The filter remains implanted, therefore, it could not be evaluated. Images of the case were received for evaluation. From the image review, it appears that one filter limb was perforating the cava. There could be additional perforations; however, based on the CT images received, it could not be definitively determined. Based on the image review, the perforation was confirmed. The root cause is unk. The current IFU (instructions for use) states: potential complication: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings, precautions, and potential complications" section of the IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.